Manufacturer narrative:
(B)(4). Results: migration, endoleak. Anatomy related; disease progression with aortic neck dilatation. Conclusion: anatomy related; disease progression with aortic neck dilatation.

Event description:
An aneurx stent graft system bifurcated was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morpho logy from the time of implant is unknown. Currently the vessel morphology was reported as there was disease progression with aortic neck dilatation, the angulation is 30 degrees and the vessel tortuosity is moderate. The diameter of the aortic neck is 30 mm. It was reported that the patient presented at a routine follow-up and was compliant with follow up appointments. It was reported that a recent CT revealed that the aneurx stent graft has migrated distally 2 cm with a type I endoleak. The physician implanted another manufacturer¿s 30 aortic cuff however the proximal type I endoleak was not resolved. The patient was brought back five days later for intervention. The physician implanted an endurant aui and the proximal type I endoleak was resolved. No clinical sequelae were reported and the patient is fine.